Manufacturer narrative:
The pcb00 unit (including the lens) was returned to the manufacturer for evaluation. The plunger component was observed in a fully advanced position and the cartridge was fully engaged into lower body of the pcb00v device. Visual inspection at 10x magnification showed the lens from the preloaded system was returned with one haptic broken. Also, the claimed lens was observed cut by the optic section. The optic piece was not returned. The condition observed in the lens was consistent with a lens that has been cut due ¿iol removal process¿. Due to the fact that the lens was cut as part of the surgical process, the reported issues could not be confirmed as a manufacturing issue. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. Units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: patient is in his 70's. (B)(4). PMA 510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of an intraocular lens in a patient in his 70's using the preloaded insertion system, pcb00v, the surgeon observed a scratched mark or crack on the center of the optic in the patient's eye. Therefore, the surgeon conducted removal and replacement with the lens cut in half in the same procedure. Additionally, it was reported that there was an incision enlargement from 0.2mm to 0.5mm and sutures. There was also a 20 minute delay in surgery. No further information was provided.